Event description:
Reporter performed 3 back-to-back blood glucose tests with results of 176, 244 and 245 mg/dl. Reporter stated she used 3 different fingersticks. Reporter stated she was not experiencing any symptoms, and did not wish to do a control solution test while in contact with lifescan.